Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represented the bard/davol ventrio (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventrio on (B)(6) 2013 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2013 and (B)(6) 2014. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventrio on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2014. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia at umbilicus thereby underwent open repair with implant of ventralex mesh (device 1). Per operative notes, ¿an incision was made at the umbilicus. The hernia sac was dissected out. A ventralex mesh (device 1) was placed into the umbilical region and secure it with sutures.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent incisional hernia; adhesion thereby underwent laparoscopic repair with implant of ventrio mesh (device 2). Per operative notes, ¿an incision was made through previous incision site. The hernia sac was dissected from abdomen. Previously placed (device 1) was present at the umbilicus. There were dense adhesions, which were dissected out. A ventrio mesh (device 2) was placed into the umbilical region and secure it with sutures.¿ (B)(6) 2014 -patient was diagnosed with bowel adhesions thereby underwent laparoscopic repair with explant of ventralex mesh (device 1) and ventrio mesh (device 2). Per operative notes, ¿a lower midline incision was made. There were dense adhesions with previously placed meshes. Previously placed (device 1) and (device 2) were folded over on itself. Ventralex mesh (device 1) and ventrio mesh (device 2) were excised entirely. The defect was closed with sutures primarily.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog number, lot number, UDI, expiry date), d.6a, d.6b, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the ventralex (device 1). An additional supplemental emdr was submitted to represented the ventrio (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.